Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room experiencing lightheaded. Upon interrogation, the right ventricular lead exhibited noise which could be reproduced with pocket manipulation. The lead was successfully capped and replaced. The patient was in stable condition post surgery and would continue to be monitored.